Event description:
Info received indicates the left food siderail will not latch.

Manufacturer narrative:
The tech found the bracket for the siderail which connects to the weight frame was bent, preventing the siderail latch pin from engaging. He straightened the bracket to repair the bed.